Manufacturer narrative:
Journal article: de baère et. Al. (2015). Radiofrequency ablation is a valid treatment option for lung metastases: experience in 566 patients with 1037 metastases. Annals of oncology, 26, pp. 987-991. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that during a follow up period post radiofrequency ablation, two patients died within the 30 days postoperative period. One died at 21 days from decompensate cardiorespiratory function and the other at 16 days from cerebral stroke.